Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 a patient called to report that he/she had a ¿horrible eye infection in 2014 while wearing acuvue oasys lenses.¿ the pt reported that the event started in (B)(6) 2014. The pt reported that he/she ¿felt like the pt had pink eye.¿ the pt reported that he/she is unsure of the diagnosis. The pt reported that he/she was ¿wearing the lenses for 1-2 months at a time, but did not sleep in them.¿ the pt also reported that he/she ¿did not wear contacts for a year and he/she wore an eye patch.¿ the pt reported that he/she was ¿out of work for 5 months.¿ the pt reported that when he/she went to a new eye care professional (ecp) ¿the doctor noted that he/she had scars/lesions os.¿ on (B)(6) 2015 a call was placed to the pt¿s treating ecp and a representative advised that the pt was seen on (B)(6) 2014 for a routine exam. The representative advised that the pt complained of redness, swelling, light sensitivity and discharge od. The representative reported that the records state that the pt reported that he/she went to the ER prior to the ecp visit and was prescribed polymixin b sulfate. The ecp¿s representative reported that the ecp¿s notes indicate that the pt had corneal opacities, edema, and decreased va from over wear of the lenses. The polymyxin b was discontinued and the pt was prescribed tobradex qid for 10 days. The pt returned to the ecp for a follow-up visit on (B)(6) 2014 with complaints of eye strain, redness, dryness, and blurry vision. The ecp notes revealed that the pt had ¿severe corneal edema and opacities od.¿ the tobradex qid was refilled for the pt to use another 14 days. The pt had a follow-up appointment on (B)(6) 2014. The additional information was obtained: moderate corneal edema (resolved 90%) and moderate opacities (resolved 80%). The pt was prescribed refresh bid for 2 weeks and pred mild for 2 weeks. The pt had an additional follow-up with the ecp on (B)(6) 2014 with opacities 95% resolved. The pt had last follow-up appointment with the ecp on (B)(6) 2014 and was diagnosed with opacities ou. The ecp¿s representative reported tha the pt was referred to an ophthalmologist to ¿consider scraping.¿ the representative reported that per the notes, the pt did not report to the ophthalmologist for that appointment. On (B)(6) 2015 the pt called to report that the lot # and suspect product was discarded. No product is available for return for evaluation. The pt reported that the issue occurred because the pt ¿would regularly wear the lenses 1-3 months at a time. The pt reported that the ecp told him that ¿he/she was over wearing the lenses.¿ the pt refused to provide any additional information and refused to provide medical records for evaluation. This report is being submitted for the pt¿s od. The os event is being submitted in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.